Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation and was unable to reproduce the problem. The power supply was adjusted. The system is operating as intended.

Event description:
The customer reported that the 9900 system locks up when saving images. No patient injury was reported.